Event description:
It was reported that during preparation of amvisc plus for use, the cannula detached from the syringe when the scrub nurse pressed down on the plunger causing the viscoelastic to spill from the syringe. There was no patient contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.